Event description:
It was reported that the device was implanted in 2008, and revised in 2009, due to dislocation.

Manufacturer narrative:
Evaluation summary: the trilogy tm modular shell and augment were implanted august 2007. The epsilon durasul constrained liner was implanted in 2008, for an unknown revision. The alleged dislocation occurred approximately 4 months after the epsilon durasul constrained liner was implanted, and the system was revised. The use of epsilon durasul constrained liner with a trilogy tm modular shell is considered off-label use. The device is not available for analysis and the device condition is unknown. The mating stem and femoral head components are unknown. Surgery notes are also unavailable for review. Based on the above information and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts ( either stem or shell), unsatisfactory liner implantation, extent of soft-tissue constraint, and patient behavior. However, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective actions is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.